Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer went to hospital due high blood glucose level. Customer had symptoms such as nausea and throwing up. Customer had blood glucose level of 396 mg/dl. Customer declined to check air bubbles an leak. Customer was treated with insulin pump. Customer was not using auto mode. The insulin pump will not be returned for analysis.